Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. During the visual inspection, the instrument was found to have a broke grip that was completely detached from its base. The broken piece was returned with the instrument. Components adjacent to this broken grip do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar jaws were broken off. A fragment fell into the patient, and it was retrieved during the procedure. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Review of the provided image was consistent with the alleged complaint regarding the force bipolar's broken jaws. The images showed that the force bipolar jaws were completely broken off from the instrument and fell into the patient during the procedure. Both the instrument and its fragment were removed from the patient.